Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A chocolate pta balloon was being used for treatment of a calcified lesion with chronic total occlusion in the superficial femoral artery and popliteal artery. There was mild tortuosity and moderate calcification. A non medtronic inflation device was used. It was reported the popliteal artery segment was occluded. After establishing the interventional channel, a 4*120 chocolate balloon was tried to pass through the lesion and inflate to the standard pressure. Resistance was med during advancement to the lesion. After 3 minutes of inflation, the balloon had difficulty in deflating after the pressure pump reduced the pressure. The balloon was inflated again and negative pressure was applied. After several attempts, the balloon was successfully deflated and was withdrawn from the body. Balloon took more than 5 seconds to deflate. Another balloon was used to continue to dilate the superficial femoral artery, and a drug coated balloon was applied to complete the case. No patient injury.

Manufacturer narrative:
Product analysis the device was flushed and a 0.014¿ guidewire was loaded. An indeflator was attached to the device and the balloon was inflated to nominal pressure of 9atms the balloon was then inflated to rated burst pressure (rbp) of 14atms. The balloon was then deflated without issue medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.